Manufacturer narrative:
Information was received and indicated that the navigation ring issue was found during periodic maintenance(pm) . Issue found during pm is not reportable event. The customer replaced the front bezel, and the issue was resolved.

Manufacturer narrative:
Date of event (B)(6) 2021. 04mar2021.

Event description:
The customer reported the nav ring does not work. There was no patient involvement. The remote service engineer advised the front bezel would need to be replaced.